Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient(pt) states they had an MRI last week and now their bladder is leaking worse than it was. Pt states they also feel the stimulation is jumping so they are wanting to change the program. Pt states the first noticed this the day before yesterday. Pt services walked the pt through how to change programs. Pt states they changed from program 5 to program 6 and plans to keep it at 0.3v where it's comfortable. Patient will maintain stimulation level and will continue to track symptoms. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They reported seeing the healthcare professional (hcp) the day prior to the report because they were leaking. They could feel it running down their leg even with a pull up and a pad on. Patient said the hcp increased their stimulation on the program they were on, but they do not feel it like they normally do. Patient said, the ins site hurts sometimes and sometimes the feel a sharp pain. Reviewed stim sensation, therapy effect information. Patient usedtheir control equipment during the call and confirmed stim was on, program 5 at 1.4 and asked what they should do. Reviewed they have the ability to increase to their comfort or they can give their body a period of time to adjust to a new strength of stimulation before making further changes. Patient said they try it for 2 weeks then will call back. Patient will maintain stimulation level and will continue to track symptoms. Redirect to hcp if issue persists. Redirected back to patient services to continue troubleshooting.